Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the device involved with this complaint and completed the device evaluation. The instrument was found to have a segment of the conductor wire sticking out from the yaw pulley. A loop of wire is sticking out such that the wire protrudes above the outer surface of the main tube. The wire insulation was not damaged ta the instrument passed an electrical continuity test. Additional observation not reported was that the instrument was found have a broken yaw pulley at the cable crimp pocket. The yaw pulley was missing a piece approximately 0.05 x 0.03. Customer did not return missing piece. The known common cause of this failure is mishandling/misuse. Additional observation not reported was a dislodged cable crimp of the grip cable at the wrist assembly. Cable crimp was no longer seated inside the pocket. Grip cable was not broken.

Event description:
It was reported that the maryland bipolar forceps instrument was returned in error. It was reported that during a da vinci-assisted surgical procedure, the customer had to use an instrument release kit (irk) to release the instrument. The procedure was completed with no reported injury.